Event description:
Line immediately read occlusion when infusion started with intralipid. Carefusion extension set (small bore tubing, 1.2 micron low protein binding filter), was replaced with another 1.2 micron filter. No issue with new filter.